Event description:
I am a patient that suffer from diabetes and I use the freestyle libre 14 days sensor from abbott laboratories. The problem that I continue having is that after approximately 5 to 6 days of using the sensor it's stop working properly and I have to replace it for a new one before the 14 days. This had happen to me multiple times I have call the company that never receive any resolution or a replacement as they told me I was going to receive. "Is an excellent product if could work properly, can you please let me know how can help me to resolve this issue." Product use: lot 200305p, sn (B)(4). FDA safety report ID # (B)(4).